Event description:
It was reported that the holster was sent for repair because of an intermittent fault-connection plug and the pin connections are loose. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis site confirmed the customer complaint. To correct the issue the analysis site replaced the rotational and translational cables. The fastening material was exchanged. After cleaning and calibration, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.